Event description:
Patient is spontaneously calling back stating that all 3 of his pumps are alarming with same thing and there is nothing wrong with alignment; advised to try making a new mix and using with a different cassette; looks like everything is working fine now with new cassette; defective cassette lot# 21730224. Asked patient to hold on to it as manufacturer might want for investigation. No missed doses or adverse events reported. Did the reported product fault occur while in use with the patient? Yes; did the product issue cause or contribute to patient or clinical injury? No; is the actual device available for investigation? Yes; did we replaced device? Yes; did the patient have a backup device they were able to switch to? Yes; if yes, was the patient able to successfully continue their infusion? Yes, reported to (B)(6) by: patient/caregiver.